Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported fault relating to the pacer fault was verified to be caused by a defective capacitor on the pace/defib (pd) engine. The pd engine was replaced to resolve the problem. The board was scrapped. No emerging trend based on similar reports.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "pacer fault 115" message. Complainant indicated that there was no patient involvement in the reported malfunction.